Manufacturer narrative:
The device was returned to olympus for evaluation. During the inspection it was found that there was no image and the circuit board (ap board), scope socket and flat cable were rusty. Additional reportable findings were as follows: failures of the video cable connectors, and the image cables failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus sale representative reported (on behalf of the customer) , that there was no image on the visera elite video system center. The issue was found during preparation for use for a therapeutic procedure. The patient was not under anesthesia and the procedure was completed using the same device. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (5) five years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image occurred due to circuit board failure, video connector failure or effect of rusty flat cable. Olympus will continue to monitor field performance for this device.